Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #9 (type IV bone). Primary stability was achieved. Osseointegration was not achieved. An augmentation was performed at time of surgery using expansia. The clinician states that the implant was extruded at the f/u appointment. The implant was removed on (B)(6) 2013 due to pain, mobility. Medical history: no significant findings.